Event description:
Pt complained of chills and feeling cold one hr, 25 min into dialysis treatment. Blood pressure 90/polyable, temp 98.2 15 - 30 min later pt continued to feel poorly. Dialysis was stopped, blood was returned. Blood pressure 100/p, temp 99.7 dialysis was initiated with a new preprocessed dialyzer and bloodlines. Ppt reported improvement in systems and completed dialysis treatment. Post treatment blood pressure 105/75 temp 98.4. The pt had no complaints pre-dialysis. Temp 97.4 & blood pressure 110/70 hr 76